Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. A visual evaluation was performed on the photo and it was noted that the lot info was confirmed but the reported defect was difficult to evaluate through the photo. The defect cannot be confirmed at this time due to the photo not depicting the reported defect. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the filter broke off while in use. Minimal blood loss. The break was found when the patient's blood pressure cuff was in use and blood began backing up in the tubing. The tubing was clamped immediately. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.